Event description:
It is reported that a customer experienced high blood glucose of 462 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that the insulin pump works as designed but the pump is not alarming him when the pump should be. The customer was advised to switch the notification setting to the vibrate mode and to monitor the pump for any further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.